Event description:
The physician reported that during a f/u visit relative to the subject pacemaker, a rattling sound was produced when tapped through the skin. It was indicated that it seemed as though a large component is not fully fixed inside. No dysfunction of the device was reported in relation to this behavior.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.